Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the lead was observed. The noise caused vf therapy and inappropriate shocks were delivered. Loss of capture was observed. Replacing the lead will be discussed with the physician.